Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted a broken needle with a partial suture. The needle was received broken, and a microscopic inspection of the needle revealed instrument marks on the needle body near the break site. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle tip broke off from the suture during the surgery. The tip was missing when the device was handed back to the scrub nurse but was found on the needle holder. Another suture was used to complete the procedure with no issues. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.